Event description:
During the surgical site preparation for a tornier shoulder prosthesis implantation, it is reported that the tip section of a 6.5mm rasp instrument broke in use within the pt bone and could not be retrieved. It is reported that the tool segment was left in-situ with the shoulder stem component of the prosthesis cemented in place above the fragment. The shoulder prosthesis is reported to have been successfully implanted without difficulty arising from the indwelling fragment. Add'l pt and clinical info has been requested, but has not been received. The proximal segment of the rasp is expected t be returned for eval. This is a report of an unanticipated foreign body remaining in-situ following surgery. The rasp is a class 1 surgical reusable instrument. This tool has been in clinical use since 2006. (B)(4).